Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A visual inspection found that the exterior condition of the device shows excessive wear (scratches, scuffs, discoloring). Nothing was identified visually that contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There is a slit in the cable right at the connector neck. Adhesive residue was found on the sheath 3' from connector. A functional evaluation was performed and the reported problem was confirmed. The drill head rotates 360 degrees without stopping. The drill is hot to the touch after a few seconds during the run test and makes a grinding noise. In addition, the functional evaluation was performed on the reported part beyond the reported problem and no other functional observations were identified. This issue was investigated before and it was determined that probable cause was expected wear & tear of the device. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.

Event description:
It was reported that drill gets hot faster than other drills. Drill made a high pitch noise while engaged in burring. Back-up device was used, delay of less than 30 minutes involved and no patient injuries involved.